Manufacturer narrative:
It was reported that the ventilator was alarming. There was no patient harm. According to the information provided by the technician, during on-site the internal leakage test failure during pre-use check occurred. Expiratory cassette, safety valve membrane, inspiratory pipe have been cleaned and adjusted. Pre-use check passed successfully, however during test lung intermittently high o2 concentration alarms occurred. It was found that diss air filter and hose were loose. The technician fitted correctly filter and hose to the compressor mini. Servo and compressor mini were checked on test lung and no more alarms occurred. It has been concluded that the most probable cause was incorrect connection. As stated by the technician the user is aware how to use the device in proper way in order to avoid the similar scenario in the future.

Event description:
It was reported that the ventilator was alarming. There was no patient harm. Manufacturer's ref #: (B)(4).